Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received:it was reported that a venous closure of a right common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an electrophysiology (ep) interventional procedure. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f. The pre-placed sutures of the two proglide devices successfully achieved hemostasis. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted with a proglide device using the pre-close technique. Reportedly, just before removing the device, the sutures could not be pulled taut and the suture came out of the anatomy. The suture of another proglide was successfully pre-placed. The physician commented that there was no problem with the back-flow, and it was possible that the foot was not positioned properly. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.